Event description:
Legal counsel for patient reported that patient underwent a hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain and difficulty walking. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.